Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user experienced bacteriuria, symptomatic urinary tract infection, pain, hematuria, urethral trauma, incontinence caused by the catheter, and catheter blockage, leakage, accidental removal, bladder stones and retained fragments from the catheter when asked about the complications while using the foley catheter. No medical intervention was reported.

Event description:
It was reported that the user experienced bacteriuria, symptomatic urinary tract infection, pain, hematuria, urethral trauma, incontinence caused by the catheter, and catheter blockage, leakage, accidental removal, bladder stones and retained fragments from the catheter when asked about the complications while using the foley catheter. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿balloon not completely sealed to shaft¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned